Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 30 march 2023 and 24 november 2023, recorded the rv pacing threshold initially at approximately 0.8 v, before in the end of the period the amplitude rose abruptly onto 2 v. The pacing impedance was initially recorded at 400 ohms, before in the end of the period the impedance rose abruptly onto 600 ohms. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing as well as inappropriate and inadequate shocks. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that oversensing led to inappropriate therapies resulting in a real ventricular fibrillation. Resuscitation was necessary to convert the patients rhythm. The patient was reportedly admitted to the ICU where the device was programmed off.